Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment he received "m31 air detected in cassette warning" alarms and cancelled treatment. When the patient removed the cassette there was fluid leaking inside the pump door. He did not see air bubbles anywhere and stated the lines were dry. The patient reverted to manual exchanges to complete treatment and the cycler was replaced. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient was not required to come into the clinic, no prophylactic medication was provided and she did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient has been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was retained and was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.